Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
During device replacement due to normal eri, the set screw of the device was unable to be loosened. The device was explanted and replaced to resolve the event and the patient was in stable condition.